Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank. The reporter confirmed that no power loss had occurred. This complaint is being reported because the issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings:the pump powered on with a blank display. The display was observed to be cracked in multiple places. The damaged display was replaced with a test display, and the test display was fully functional with normal contrast.